Event description:
Entering the main spinal artery with a 6f guiding catheter, then super selective the main feeder with the spinnaker 1.5f (20cm distal), nest embolization with contour poly-vinyl acetate particles. The catheter was removed and flushed, then introduced again. The spinnaker did not enter another feeding vessel, but a small muscle feeding artery. The physician tried to remove the catheter, but it got wedged and a high resistance was experienced. The removal was tried again with support of a corcerer guide wire (balt), but failed again. After removing the guidewire the physician pulled again with a lot of force, so the catheter detached and could be removed finally. A small part of the spinnaker (about 4mm, including the tip marker) remained in the pt. Control angiography showed normal blood flow in the surrounding vessels, the tip marker was visualized obstructing the small artery without any deficits. Examinations next day and another day after the incident showed nothing irregular, the pt is absolutely fine and will undergo another embolization next year.